Event description:
It was reported that while testing patient sample with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) a false positive result was obtained. Confirmatory gram and subculture were performed and no organisms were detected. There was no patient impact. The following information was provided by the initial reporter: it was reported that drawer d false positive.

Manufacturer narrative:
The following fields have been updated with corrected information: b.5. Describe event or problem: it was reported that while testing patient sample with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) a false positive result was obtained. Confirmatory gram and subculture were performed and no organisms were detected. There was no patient impact. D.1. Medical device brand name: bd bactec¿ lytic/10 anaerobic/f culture vials (plastic). D.3. Medical device manufacturer: becton dickinson caribe ltd ¿ cayey, pr / (B)(4). D.4 medical device catalog #: 442021; d.4. Medical device lot #: 1153220; d.4. Medical device expiration date: 2025-03-31. D.4. Unique identifier (UDI) #: (B)(4). G.1 manufacturing location: becton dickinson caribe ltd ¿ cayey, pr / (B)(4). G.5. PMA / 510(k)#: k123903; h.4. Device manufacture date: 2021-06-02.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/1/2021. H.6. Investigation: customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention and returned good samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention and returned good samples and batch history record review results. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. H3 other text : see h.10.

Event description:
It was reported that while testing patient sample with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) a false positive result was obtained. Confirmatory gram and subculture were performed and no organisms were detected. There was no patient impact. The following information was provided by the initial reporter: it was reported that drawer d false positive.

Event description:
It was reported that while testing patient sample in bd bactec¿ fx, instrument bottom, packaged a false positive result was obtained. Confirmatory gram and subculture were performed and no organisms were detected. There was no patient impact. The following information was provided by the initial reporter: it was reported that drawer d false positive.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.